Event description:
Customer medwatch #0504140000-2014-8011 reports: the femoral head explant was measured using the calipers on the outside edges of the implant. The markings at that time measured 38 outside and 46 inside. Markings are confusing and not logical to think the outside measurement appears to be larger than the inside marking.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.